Manufacturer narrative:
(B)(4) the analysis results confirmed that the instrument was returned in good physical condition. The instrument was loaded, retained, and formed the clips properly. The instrument was fully functional and conforming to design specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed, and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during thyroid surgery, the generator alarmed and displayed error code `5`. The surgeon changed another new blade one to complete the operating room. No pt consequences were reported.

Event description:
It was reported that during a coronary artery bypass procedure, the clip did not hold on the artery. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.